Manufacturer narrative:
(B) (4). (B) (6) study event. Per the IFU, hypotension and tia are known potential adverse events associated with the use of the device. Hypotension may occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. The info available and relevant mfg records are not sufficient to determine relation between hypotension and tia and the abbott vascular device quality. Although a conclusive cause could not be identified, the event is possibly related to operational context of the device. The lot history records for this product and similar incident query could not be reviewed because the lot number was not reported.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post procedure. It was reported that during left internal carotid artery post dilatation with a non-abbott dilatation catheter, the pt experienced hypotension that was treated with dopamine for four days. Post stenting procedure, on (B) (6) 2009, subsequent to the hypotensive event, the pt experienced a transient ischemic attack with transient aphasia. The aphasia resolved within 15-20 minutes without treatment. MRI showed subacute to chronic small vessel ischemic changes on the left & right sides. The pt was discharged home on (B) (6) 2009. There was no adverse pt sequela. No add'l info was provided.